Event description:
It was reported that during a pci procedure, the express 2 stent became damaged. The stent was being used to treat a 90% stenotic, calcified, lesion located in the very tortuous right coronary artery (rca). The physician attempted to deliver the stent to the lesion, but it was unable to cross. The physician felt resistance upon removal of the device. The proximal edge of the stent was "curled-up" after withdrawal. The procedure was completed with a different sized stent. There were no reported patient complications. Patient status listed as "good".